Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported to have experienced a constant tone of insulin pump. Customer changed batteries and constant tone was not resolved. During troubleshooting, insulin pump went blank. Customer's blood glucose was 4.7 mmol/l. Troubleshooting was performed for blank screen display. After troubleshooting, insulin pump remained blank. Insulin pump would need to be replaced.

Manufacturer narrative:
After the battery installation, the pump gave an unexpected blank display with a white flashing lcd followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform the functional testing due to the display anomaly. The pump had minor scratches on the lcd window and case.